Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Review of event log showed events for loss of power and depleted battery. Functional testing did not confirm complaint. Complaint that device had power issues and would shut down and flickered was not duplicated.

Event description:
It was reported that the device exhibited power issues and would shut down and flickered. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.